Manufacturer narrative:
Device not returned.

Event description:
Reportedly pt expired approximately in 2007, after an implant date of 2007, due to unk reasons. Unk if pt death is device related. Implant duration is approx 3 months. Information received on 1215/2007: per surgeon's e-mail, pt expired "from pseudomonas induced septic shock (though having had surgery to ensure that the re-repair was ok, which it was.)"